Manufacturer narrative:
The carefusion service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. During the inspection the regulator relay was found to be out of specification. A new o2 blender and inspiratory flow sensor was installed and the unit is passing all test and calibrations.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer has requested a replacement gas delivery engine (gde) to resolve the reported issue and it is expected that the suspect gde will be returned to carefusion for further investigation. Once the investigation is complete, then a supplemental report will be submitted.

Event description:
The customer reported that the fraction of inspired oxygen (fio2) was reading incorrectly while using the avea ventilator. The ventilator was set to 80% while using "nitrous" but the device was measuring 21%. The customer reported that the problem occurred during set up and there was no patient involvement. Furthermore, the customer stated that they were not able to duplicate the problem at a later time and that the fio2 was found to be within specifications.